Event description:
The pt presented with shortness of breath and an echocardiogram revealed 3-4+ aortic insufficiency. The valve was explanted and the pt is reported to be doing well. The surgeon noted it looked as if the aortic dacron graft was rubbing against the valve cusp resulting in weakness in the cuspal tissue. The valve was destroyed during the explant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported aortic insufficiency and possible cuspal tear resulting in the valve to be explanted remains unk.